Event description:
It was reported that: "revision of a scorpio ps knee. Instability and loose femur, tibia and malalignment."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same pt/event as MFR # 2249697-2010-01833.